Event description:
The customer reported that while the unit was in use on a pt, the unit issued "low helium" and "autofill failure" alarms when the helium tank became empty, after about 12 hours of therapy. The clinicians did not replace the helium tank. The unit stopped pumping, and the pt expired.

Manufacturer narrative:
The company representative observed that the helium cylinder yoke outlet had minor damage. The customer has agreed to return the helium cylinder to the factory for evaluation. The iabp was tested to factory specification with another helium cylinder. If functioned normally and was returned to the customer. A follow up report will be submitted when additional info becomes available.